Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that during a ureteroscopy the catheter was stuck when trying to maneuver around a kidney stone and the tip of the catheter detached. A snare was used to pin the detached tip to the wire for removal with no further impact to the patient.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.